Event description:
It was reported to covidien on 03/12/2009, that a customer had an issue with an scd pump. The customer states, the scds were removed from the pt and bruise lines to the lateral and medial aspects of the right leg were observed.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.